Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073609. Brand name: linear 3-6. Upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073606.

Event description:
It was reported that the patient was experiencing ineffective pain relief. The patients device was reprogrammed, however the device reprogramming did not resolve the inadequate stimulation. The patient underwent a procedure in which the entire system was explanted. The patient was doing well post-operatively. The devices were retained by the medical facility and will not be returned.